Event description:
Patient underwent an aortic arch replacement on (B) (6) 2009. It was reported a prolonged drainage period after surgery to evacuate fluid collection. Graft remained implanted and the patient was reported to have recovered.

Manufacturer narrative:
Note: all information contained in this report was provided by the manufacturer. No product evaluation was performed since the graft remained implanted. A review of the device history records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, no anomaly was found in the collagen coating records. One product coated the same day, under the same conditions than the complaint device underwent water permeability testing. Test result indicated value well within product specifications. No conclusion can be drawn. However, the testing performed on similar product would tend to indicate that the device was not defective. In addition, fluid collection (i.e. Pleural effusion) is not an unexpected event in vascular surgery, specifically in thoracic vascular surgery.